Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device with battery voltage at end of life (eol) was returned for analysis. The device history record (DHR) was reviewed to ensure that each manufacturing and inspection operation was performed. The device met specifications prior to leaving abbott manufacturing facilities. Final analysis found high current drain in the battery circuitry and longevity analysis confirmed premature battery depletion. No other anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of transmission revealed, the pacemaker exhibited premature battery depletion, the device had an elective replacement indicator (eri) alert before the expected life of device. The pacemaker was explanted and replaced. Patient's condition was asymptomatic and stable throughout.